Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that a short cm lag screw reamer was used in a surgery on (B)(6) 2015. "Nail was implanted, placed lag screw pin and antirotation pin, started reaming for lag screw and reamer broke in patients femoral head."

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that during znn implantation, when the surgeon tried to ream into proximal femur to place the lag screw, the reamer broke. Devices analysis: the tip of the reamer was completely broken; the fracture surface suggested that the device did not go under fatigue stress. The inclination of the fracture indicated that with high probability the fracture occurred in torsion tension condition. I.e. The fracture occurred during reaming. The fragments were not returned for investigation. The remaining edges of the instrument were still sharp. Possible causes for the reported event according to dfmea: reamer/tap fractures or bends -> due to excessive force or torque applied to part, improper material selection, incorrect geometry comparison to investigation results whether it is possible and justification: possible -> surgeon/staff unfamiliar with the instrument may have applied excessive forces during reaming, leading to an unexpected breakage. Mistargeting of the reamer respect to lag screw could lead to a forced manual correction by the surgeon. On the same time mistargeting could lead to difficulties in bone reaming, with subsequent use of excessive forces. All these events may lead to unexpected breakage of the cutting surface. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).